Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring/seal from inside of the reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose of 540 mg/dl. The customer also reported that they received no delivery alarm. The customer's blood glucose was 349 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. Troubleshooting was done for no delivery alarm. The customer stated that the insulin did exit and the no delivery alarm did not recur. The insulin pump will not be returned for analysis. The insulin pump was returned for analysis.